Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument's tip was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The customer noted the tip was broken off. The instrument did not instrument collide with any other instrument or tool during procedure. The incident did not involve a fragment falling inside patient's anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and found to have a broken distal clevis at the ears of the clevis. The broken piece was not returned, measuring roughly 0.084¿ x 0.161¿ in size. The clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The complaint was confirmed by failure analysis. The probable root cause of the broken instrument distal clevis is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis.

Event description:
Refer to h11 for follow-up information.